Event description:
Band-aide product true-stay sheer caused blisters on skin where adhesive touched on myself and my fiancé skin after being on skin for 24 hrs. Bar code 8137-004669, lot #1102b. I did contact johnson and johnson and was given a case #(B)(4). I feel that this warrants an investigation into the adhesive they are using in this product. I have used band-aid products all my life without any side-effects so I am reporting this as a concerned consumer. Thank you for doing your part to protect the citizens of our great country. FDA safety report ID # (B)(4).